Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that there was an unexpected reboot. The navigation system self-rebooted twice in a case. The system experienced another self-reboot incident in february of this year, which was resolved by deleting patient scans (potentially caused by corrupt files). The initial batch of samples were taken already when it happened. Pathology asked for more samples so the fellow adjusted the needle¿s depth via manual measurement instead of using navigation as they didn¿t want to remove the needle and re-lock the trajectory. There was less than an hour delay to the case. The biopsy was not aborted and there wasn¿t an impact on patient outcome. The samples were taken successfully. The event was called in on june 26 and the case was opened on june 28 by tech support. The procedure was not aborted. The initial batch of samples were taken already when it happened. Pathology asked for more samples so the fellow adjusted the needle¿s depth via manual measurement instead of using navigation as they didn¿t want to remove the needle and re-lock the trajectory. The procedure type was a biopsy. There was no delay to the case.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.3.2, h3) the manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. B01, c19, d14 the software team investigated the logs. They observed that there were 5 sessions and in all of the session the message cleared user-facing low performance warning was seen but in one session there was a message [all error estimation data are older than the requested time point. Using conservative guess.] Post which an unexpected shutdown happened. But, there was insufficient information to determine the root cause of the reported behavior. B01, c19, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.